Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include stress problems such as damage or deterioration, environmental temperature problems, maintenance problems, or wear and tear between the device components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating peeling. (1mm2 or more) of the connecting tube. There was no patient involvement.